Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that there was a crack in the bd¿ 21 g scalp, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: samples/ photos: samples or photos have not received for analysis of the incident in question. Summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Not confirmed: bd was unable to confirm/ reproduce the incident in question. Investigation comment: as no records were evidenced that could lead to the incident in questi and as no samples were received for analysis of the claimed defects, the complaint was not confirmed. DHR review: the following assembled wing (code: 004640bjf) lots used in the claimed final product lot 7117909 were analyzed: 6361914 assembled on machines 5004 and 5005 in the period from 09 to 01/18/2017; 7023702 assembled on machines 5004 and 5005 in the period from 07 to 02/15/2017; 7053962 assembled on machines 5004 and 5005 in the period from 03/17 to 04/01/2017. The batches in question were analyzed tests for "clogged needle" and ¿damaged component¿ and no records of these defects were evidenced or anything that could lead clearly to the cause of the defect claimed in the DHR analysis. Based on the investigations, it was not possible to attribute a root cause to this incident. However, for a more in-depth analysis of the incident in question, it would be necessary the receiving of the sample. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.